Event description:
It was reported that the pt experienced intermittent stimulation with the implantable neurostimulator. No info was provided related to the pt's outcome. Add'l info was requested, but not available as of the date of this report. A f/u report will be filed if add'l info becomes available.

Manufacturer narrative:
(B)(4).